Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant catheter ablation and left atrial appendage occlusion (laao) procedure, a versacross access solution was selected for use. There was no pericardial effusion (pe) notes at baseline prior to procedure. A cavotricuspid isthmus (cti) and pulmonary vein isolation (pvi) ablation were completed first, using a non-boston scientific system. Upon transitioning to the left atrial appendage occlusion (laao) portion of the case, a moderate pericardial effusion was identified. The patient remained hemodynamically stable, and the physician elected to proceed. The transseptal puncture was performed, with a watchman fxd curve access system (was) to deliver and implant a 31mm watchman flx pro closure device in the left atrial appendage (laa). It was noted that the pericardial effusion was worsening and it appeared circumferential. The physician subsequently performed a pericardiocentesis to manage the pe with an unknown amount of fluid removed. The patient is fully recovered. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant catheter ablation and left atrial appendage occlusion (laao) procedure, a versacross access solution was selected for use. There was no pericardial effusion (pe) notes at baseline prior to procedure. A cavotricuspid isthmus (cti) and pulmonary vein isolation (pvi) ablation were completed first, using a non-boston scientific system. Upon transitioning to the left atrial appendage occlusion (laao) portion of the case, a moderate pericardial effusion was identified. The patient remained hemodynamically stable, and the physician elected to proceed. The transseptal puncture was performed, with a watchman fxd curve access system (was) to deliver and implant a 31mm watchman flx pro closure device in the left atrial appendage (laa). It was noted that the pericardial effusion was worsening and it appeared circumferential. The physician subsequently performed a pericardiocentesis to manage the pe with an unknown amount of fluid removed. The patient is fully recovered. The device is not expected to be returned for analysis. It was further reported that no difficulty was noted with transseptal puncture. No issue with versacross device were reported. Tsp products not believed to worsen patient complication. Act was therapeutic.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: it was indicated the device was disposed of by the facility; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a risk review performed for the versacross access solution device confirmed that the events of pericardial effusion is known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion is a known inherent risk of the versacross access solution device. Pericardial effusion is an expected procedural complication addressed within the IFU for the versacross access solution device.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a concomitant catheter ablation and left atrial appendage occlusion (laao) procedure, a versacross access solution was selected for use. There was no pericardial effusion (pe) notes at baseline prior to procedure. A cavotricuspid isthmus (cti) and pulmonary vein isolation (pvi) ablation were completed first, using a non-boston scientific system. Upon transitioning to the left atrial appendage occlusion (laao) portion of the case, a moderate pericardial effusion was identified. The patient remained hemodynamically stable, and the physician elected to proceed. The transseptal puncture was performed, with a watchman fxd curve access system (was) to deliver and implant a 31mm watchman flx pro closure device in the left atrial appendage (laa). It was noted that the pericardial effusion was worsening and it appeared circumferential. The physician subsequently performed a pericardiocentesis to manage the pe with an unknown amount of fluid removed. The patient is fully recovered. The device is not expected to be returned for analysis. It was further reported that no difficulty was noted with transseptal puncture. No issue with versacross device were reported. Tsp products not believed to worsen patient complication. Act was therapeutic.